Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap sigma procedure the clips jumped very quickly out of the instrument and it did not close. The site used a new instrument and encountered the same problem. They used a third instrument with the same problem. There was no adverse pt consequence.